Manufacturer narrative:
Final analysis confirmed the reported complaints; the cause of the anomalies occurred during the surgical procedure otherwise normal lead behavior was noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the physician had difficulty inserting the left ventricular lead into a deployment catheter. The lead could be advanced through the catheter with the aid of a stylet, but when slitting the catheter, the lead was damaged. The lead was no longer used and was replaced. The patient was stable post-procedure.

Manufacturer narrative:
Correction: previously submitted supplemental was missing device available for evaluation?".